Event description:
It was reported there was a patient death. The date of the patient's death was unknown. The reporter thought the death may have been recent, 'maybe in the last week or sooner.' It was thought the patient died of an overdose but it was thought it was due to oral medications and not the pump. The toxicology report was not going to be completed for approximately 2-3 weeks. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4)